Event description:
280 lbs plus resident on safe life chair in whirlpool. Resident shifted weight and hydraulic chair assembly suddenly dropped about 2 inches. Resident stated did not hurt herself. Began complaining of shoulder pain several days later along with unwillingness to take whirlpool bath. Facility manitenance evaluated lift and could find no defect. Radiologic exam indicated non displaced fracture/chip left shoulderdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.